Event description:
Reporter called stating that his first dreamstation bipap machine was recalled in 2021. It took two years to receive his replacement machine (received (B)(6) 2023). Upon preparing it to be used, he found that it was mis-assembled and missing parts and components to it. Furthermore, he learned that it was refurbished where, he was told it would be a "brand new" machine to replace the first one that he paid for. Reporter states he was mis-informed about the replacement bipap and he is not comfortable, and will not, use a previously-used machine by another person, not knowing if they had anything that could be communicable. Reference report: mw5145656.